Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the clinician was conducting an over the wire exchange of a PICC. They used vps stylet for navigation and tip confirmation. The procedure was routine and they did not expect to obtain a blue bullseye since the patient had a pacemaker. When attempting to remove the vps stylet from the PICC and once green arrow was obtained they had difficulty. Once the stylet was removed the clinician noticed the outer portion of the stylet had broken off leaving internal wires exposed on the stylet halfway down the body. Concerned the remainder outer portion of the stylet was still in the patient, the clinician requested an immediate portable chest x-ray. They were not able to identify the remaining outer portion of the stylet on the x-ray so radiology requested a CT scan with no contrast. They still could not identify the location of the remainder of the stylet. The clinician that inserted the PICC decided to remove the catheter and was able to obtain the remaining outer portion of the stylet. Half of it was still in the catheter and the remainder was outside of the catheter. The patient was sent to interventional radiology for PICC placement. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the vps stylet stuck in the catheter and broke during attempted removal was confirmed. No sample was returned for evaluation. The customer did provide fourteen photographs of the damaged stylet and catheter. The photographs were reviewed but no conclusions regarding the cause of this issue could be made. A device history record review on the vps stylet did not reveal any manufacturing related issues. The vps stylet instruction booklet states that arrow vps stylets are designed to be used with catheters with a minimum inner lumen diameter of .021 inches. Since the (B)(4) catheter reportedly involved in this incident only requires that a .018" diameter guide wire must pass through the distal lumen and the chlorag+ard coating of the catheter can cause the vps stylet to stick, it appears that the catheter was not appropriate for use with a vps stylet. Therefore, use error caused or contributed to this event.